Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. Staff successfully loaded the second heartstring seal; however, when the surgeon made the aortotomy and pushed the seal to deploy in the aorta, the seal stayed inside the delivery tube when the delivery tube was pulled out. This is deployment failure. It was observed that the second seal was also cracked. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was outside of the deployment tube and cracked. The tension spring components were still inside the deployment tube. The lock and plunger had been actuated and was in the deployed position on the delivery system. The reported failure was confirmed. A lot history record review cannot be performed because the lot number was not provided by the hospital.